Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-10059- device 2 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the twelve infusion set were fell off during use and infusion set is long for less than 24 hours. No further information available.